Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on (B)(6) 2017, but were confirmed by cgm on (B)(6) 2017. Pump was taken out of shelf mode on the morning of (B)(6) 2017, after being put into shelf mode on (B)(6) 2017. Cartridge change was conducted directly after pump was taken out of shelf mode. Basal rate setting was 1.2 u/hr throughout the day. There were no erratic bolus requests made. Basal rate setting may need to be adjusted throughout the day to compensate for the amount of insulin the body uses at different times of the day. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was hospitalized due to low blood glucose (bg) levels (27 mg/dl). The cause for low bg levels is unknown. Customer was treated with glucose while in the hospital. Customer declined to provide any further information on the reported issue.